Event description:
Info received that the head hi/lo would drift down. No injury reported.

Manufacturer narrative:
Technician located the bed in storage. Head hi/lo would drift down. Long slow drift. Found head hi/lo valve was bad. Replaced valve to resolve this issue.